Event description:
It was reported that after implantationlens of an intraocular lens (iol), it was found that the junction of optic and haptic was damaged. The iol remains implanted in the patient's eye. There was no delay in treatment and no medical or surgical interventions required. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ asked but not available. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens was not explanted. Initial reporter first & last name: information unknown/not provided. Email address: unknown/not provided. Telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: the customer provided video. The video displayed a lens being implanted. Upon the haptic unfolding a scratch like mark could be observed on the optical mid periphery. The root cause of the reported device delivery issue and its potential clinical impact cannot be determined from a video assessment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.